Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up and confirmed that the logs showed no issues and that cases were being completed on the system without issue. No site visit was conducted.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the prograsp forceps instrument's jaws closed on tissue unintentionally while the surgeon was at the bedside. The instrument release key (irk) was attempted to be used prior to pressing the e-stop, the irk was unsuccessful. To release the trapped tissue, monopolar curved scissors were installed and the tissue was cut away from the prograsp forceps jaws. The procedure was completed robotically.